Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via company documentation that the customer's blood glucose rose above 500 mg/dl due to having the infusion sets in for too long. No further details were given as the caller declined to speak to the 24-hour product helpline. No products were returned or replaced.